Manufacturer narrative:
Date of event - used the first day of the month of the aware date since no exact date provided.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. An nc quantum apex balloon catheter was advanced for dilatation. During insertion over the wire, the balloon was not moving well and kink was suspected. Upon removal, it was noted that the balloon shaft was broken into two. The procedure was completed with another of the same device. No patient complications were reported.